Manufacturer narrative:
Conclusion: the device history record was reviewed on the valve and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were received for image review. The images uploaded are not enough to carefully review this event. The computed tomography (CT) is not uploaded so the heavily calcified aorta cant be confirmed by the reviewer. The angio of the procedure is not uploaded so the reviewer cant give any comment on the procedural steps. Based on the images provided, the first valve looks under-expanded at 2/3 of deployment. The second valve has been deployed, apparently, following the best practices. In summary, the valve under-expansion was confirmed. Based on the available information and image review, a root cause for the valve under-expansion could not be conclusively determined. The reported event indicates that due to the small and expanded inflow of the valve the nosecone was difficult to retrieve and pulled the valve out of the annulus. Dislodgement of the valve by the distal tip is related to operator technique or experience; the evolut pro instructions for use (IFU), instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the delivery catheter system (dcs) tip through the valve. No images from the procedure were received for review; given the limited information, the root cause of the dislodgement event cannot be confirmed. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Hemodynamic instability is typically related to patient factors, and/or procedural effects (sheath used, user technique, closure device, etc.), however, an assignable root cause cannot be determined at this time given the limited information available. Hypotension is a known potential adverse effect per device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure, and a conclusive cause could not be determined from the limited information available. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutpro-26, serial/lot #: (B)(4), ubd: 29-aug-2022, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, into a patient with high calcification, a pre-implant balloon aortic valvuloplasty (bav) was a 22 millimeter (mm) balloon. During rapid pacing the balloon migrated twice into the ventricle and once to the aorta. It was noted that the bav was not sufficient, but the valve was implanted after con firming a proper load due to the hemodynamic situation of the patient. When the delivery catheter system (dcs) was put in place, the blood pressure dropped to 80 mm mercury (hg) systolic. The valve was deployed and the frame was under expanded. Due to the small expanded inflow of the valve, the nosecone was difficult to retrieve and pulled the valve out of the annulus. The patient become completely unstable. Cardiopulmonary resuscitation (CPR) was performed. The patient was stabilized with medication. Free coronary perfusion was confirmed via angiogram. The valve was snared. A second valve was successfully implanted. The patient was moved to the intensive care unit (ICU) and extubated 4 hours later. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: d1, d4, d8, h4, h6 method code for delivery catheter system (dcs), annex f. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.